Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported information.

Event description:
"During a surgery, the graft was too thick." Additional information was received. It was reported "the device was jammed and took an excessively thick sample. The pt was injured. A second graft was needed to replace the graft from the donor site (thigh). The graft was too thick and surgeon was not sure that the healing will be good. A repeat graft was planned for a future date."